Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient code: no code available (3191) used to capture the medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Medical record ad 17 june 2019 was reviewed on 6 december 2019. Medical records report no intraoperative complications from initial implantation which included patella resurfacing and use of depuy cement x 2. This patient received right total knee arthroplasty with depuy implants (doi (B)(6) 2016 the right knee that was revised (dor (B)(6) 2019 for reported pain and joint instability. Intraoperative findings tibial tray found loose at implant-cement interface. Patella was not revised. All other components were explanted (tibial, insert, femoral) and replaced with non-depuy revision knee system and non-depuy cement. No intraoperative complications during revision surgery. Doi (B)(6) 2016; dor: (B)(6) 2019 rt knee.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer is depuy. Removal of attune knee due to pain.